Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump kept scrolling when trying to deliver a bolus. The customer tried to make it stop but the buttons were not responding. The customer removed and reinserted the battery but the keypad issue persisted. The customer stated she experienced low blood glucose of 1.7 mmol/l, became unconscious and was in the hospital. Blood glucose at the time of admission was 5.3 mg/d and was being monitored. The customer was still using the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response on the up and down arrow buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.